Event description:
An observer in the operating room with the surgeon reported a "problem with a lap-band device. The observer said, "something broke off of the band" during an adjustment. Add'l f/u was conducted with the surgeon who confirmed performing a port replacement due to inability to add saline during f/u visits. The surgeon added that the port had flipped and during the revision surgery, it was noticed that the original port tubing had "broken off" from the rest of the apparatus.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and partial implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number and the actual implant date has been requested. Device labeling addresses the possible outcome of leakage and difficulty adding saline as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."